Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient presented with fluctuating vision in both eyes one month post lasik. The patient was noted to have dry eye. There are two medical device reports associated with this event. This report is for the right eye. Additional information provided states that the patient's symptoms continuing and the patient is using topical artificial eye drops.